Event description:
It was reported that the doctor was querying the device longevity with only four years of nominal outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The device met 75% of the expected longevity.

Event description:
It was reported that the doctor was querying the device longevity with only four years of nominal outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6947 implantable defib lead: (B)(6) 2009; 5076 implantable pacing lead: (B)(6) 2009; 4194 implantable pacing lead: (B)(6) 2009. Have been able to fully investigate or verify prior to the date the report was (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.